Event description:
The customer reported that during a routine check of the iabp, the iabp generated an "autofill failure" alarm. No patient was involved.

Manufacturer narrative:
The company representative observed that the blood detect tubing was broken and the bimba cylinder sensors were out of calibration. The company representative replaced the blood detect tubing (part number 0008-00-0312) and adjusted the bimba cylinder sensors. He also adjusted the fill volume. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).